Event description:
Caller alleging discrepant low results using one meter, one lot. Inratio: 2.2, lab: 7.2, time between testing: 2 and a half hours. Pt's therapeutic range: 3.5 - 4.0.

Manufacturer narrative:
Investigation pending.